Manufacturer narrative:
(B)(4). Batch # unk. Following additional information was requested but unavailable: when the jaws did not open, did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?

Event description:
It is reported that during a laparoscopic hysterectomy, the jaws became not to be opened/closed in the middle of the operation. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information requested and the following was obtained: when the jaws did not open, did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? No information. If yes, how was the device removed? (I.e. Cut off, forced opened) no information. If cut off, did this cause a change in the plan of care for the patient? No information. Did the removal cause any damage to the vessel/artery? No. If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device? No, another device was used.